Event description:
It was reported that (3) devices were used during a colon procedure. It was reported by the affiliate that the (2) tlc55 and (1) tcr55 staples would not feed. Another device was used to complete the case. There was no consequence to the patient.